Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device was alarming no disposable clamp tubing for the third time. The alarm was silenced, and settings were reviewed. The tubing was clamped, and the cassette was removed. They reported a lot of air bubbles in the reservoir and in the tubing. The pump continued to alarm no disposable. The alarm was silenced, pump powered off, and patient's tubing was clamped. The medication confirmed as fluorouracil. No patient harm or no patient injury.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.